Event description:
It was reported that during the implant procedure, the physician had difficulty removing and inserting a guidewire into the left ventricular lead. The lead was not used and a new lead was implanted successfully. The patient was in good condition after the procedure.